Event description:
It was reported that (1) sw100 was used with the sw120 during a lap nissen fundoplication procedure. It was reported by the rep that the suture assistant and slipped knot was apparent. It appears that the product is from a previously dated suture assistant batch that performed less consistently. There was no consequence to pt.